Event description:
The customer returned the subject device for repair for air/water leakage from the distal end. The olympus service center identified the following during evaluation: forceps plug mouthpiece is scraped.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress, handling etc. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the visera cysto-nephro videoscope (up) air/water leakage from the distal end during an unspecified event. Upon inspection and testing of the customer returned device, it was observed the forceps plug mouthpiece is scraped. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.